Event description:
It was reported that the right atrial lead dislodged. The lead was successfully repositioned. The patient was doing well post procedure and would continue to be monitored.

Manufacturer narrative:
(B)(4).